Event description:
It was reported the pt developed new pain in his feet. Surgical intervention was undertaken and a new lead was placed, however, effective coverage was not able to be obtained. The lead was removed and the procedure was abandoned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.